Event description:
Additional information was received that the patient had a very complicated course. Post operatively, the patient experienced bleeding and hypertension. One day 1, the patient was extubated and weaned off vasopressors. On day 2 dobutamine was weaned off due to atrial fibrillation (afib) with rapid ventricular response (rvr) and amiodarone was started. On day 3, dobutamine was restarted in the setting of lactic acidosis while the patient remained in afib requiring additional amiodarone and echocardiogram (echo) was completed. On day 4, the rotation per minute (rpm) were decreased to 5000 on the left ventricular assist device (lvad). On day 5, the patient received movantik (naloxegol) with positive results and lasix (furosemide) drip was turned off and isordil (isosorbide dinitrate) was added. On day 6, bumex (bumetanide) drip was started and dobutamine was increased to 3 and inhaled nitric oxide (ino) was started. Nasogastric (ng) was placed for suspected ileus and additional echo was ordered. On day 7, ino was increased and three saline, mineral oil, and glycerin (smog) enemas were given. The chest tubes were removed, and coumadin (warfarin) was started. On day 8, gastrointestinal specialist was consulted for ongoing ileus in which a colonic decompression tube was placed at bedside requiring urgent reintubation. The ino was increased and vasopressors were added. On the following days, the patient was weaned from oxygen support and ino. On day 12, the ileus reoccurred and was pan cultured. On day 13, sputum and blood cultures were positive for enterobacter and antibiotics were started, vasoactive medications were added, and went for a computed tomography of the head, chest, abdomen, and pelvis. The invasive lines were exchanged. On day 14, a bedside transesophageal echocardiogram (tee) was done and synchronized cardioversion was performed. The patient was extubated to heated high flow. Ng tube was re-inserted which resulted in pharynx bleeding. On day 15, sidenafil was restarted and ino was began to be weaned. On day 16, the patient was extubated. On day 17, surgery was consulted. During that time the patient began conversation with power of attorney of wishes not to pursue aggressive treatment and wishes not to be intubated again. Their health progressively decompensated over the next day with worsening dyspnea and increasing oxygen requirements. On (B)(6) 2024 around 1400, the patient became unresponsive, agonal breathing, and the lvad alarming low flow. Advanced cardiovascular life support (acls) with cardiac device was initiated but ultimately ceased due to patient wished and family consent. The patient passed away at 1446. The death was not considered to be device related and the device operated as expected.

Manufacturer narrative:
B5 narrative info. H6 updated codes. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
B3: event date corrected. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including respiratory failure, cardiac arrhythmia, infection, respiratory failure, and death, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 6 of the IFU, ¿patient care and management¿, lists arrhythmia and infection as potential late postimplant complications. Section 6 of the IFU, (under ¿anticoagulation¿), also provides the recommended anticoagulation regimen, including international normalized ratio (inr) range, as well as suggested anticoagulation modifications. Several sections of the heartmate 3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient had a respiratory arrest that caused low flow alarm. Once the patient was bagged, the alarms stopped and flow returned. Cardiopulmonary resuscitation was performed but intubation was declined. Advanced cardiac life support was opted and the family changed care goals to comfort care. The patient passed away on (B)(6) 2024 at 1446.